Event description:
It was reported the ultrasound bronchofibervideoscope picture was pixelated around the edges of the screen. The issue was found during a diagnostic endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the picture being pixelated around the edges of the screen was caused by image guide breakage. The most probable cause of the complaint is traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.